Event description:
The user facility reported that difficulty was encountered when trying to advance a stent over a guidewire while both were inside of a sheath. All thee devices were removed from the patient together and it was determined that the stent had locked to the wire causing the wire coating to tear. Reportedly, no material was left in the patient.